Event description:
During a left leg angio procedure, the heavily calcified vessel shredded the tip of the sheath. The physician had to pull a cook 7 fr 55 cm sheath to start the intervention. No adverse effects for the pt other than some discomfort. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurence.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Manufacturer narrative:
(B)(4). Event evaluation: a review of complaint history, instructions for use (IFU), quality control, specifications, and a visual inspection of the returned device were conducted during the investigation. A visual inspection of the returned device confirmed the tip of the sheath was damaged. The hub of the dilator of the returned device was snapped into the check-flo assembly, although it's not clear whether this was the case when the product was used. The tapered region appeared to be buckled and the distal edge was somewhat jagged. The sheath opening was slightly larger than the dilator o.d., however this could have been enlarged during insertion. Part of the edge appeared to have been folded inward, indicating it had caught on something during insertion. It was reported that the patient's anatomy was heavily calcified. There is no evidence to suggest the product was not manufactured per specification. The IFU states the precaution "do not attempt to insert or withdraw the wire guide and/or introducer if resistance is felt" and the instructions "if using an introducer with aq hydrophilic coating, activate hydrophilic coating by wetting the outer surface of the device with heparinized saline. Note: for best results, maintain wetted condition of device during placement" and "insert the dilator completely into the introducer...". The IFU also states "upon removal from package, inspect the product to ensure no damage has occurred." Detection activities have been conducted. A definitive root cause cannot be determined at this time. The tip of the device could have been damaged in storage or during product use via: lack of hc activation, dilator taper was not in position ahead of sheath taper, or patient anatomy (heavily calcified). We will notify the appropriate internal personnel and continue to monitor for similar complaints.

Event description:
During a left leg angio procedure, the heavily calcified vessel shredded the tip of the sheath. The physician had to pull a cook 7 fr 55 cm sheath to start the intervention. No adverse effects for the patient other than some discomfort. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.